Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 3.65 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed (B)(4) part (part number: 392-11-606) scrapped due to a feature being over tolerance. Ncmr (B)(4) showed (B)(4) part (part number: 392-11-606) scrapped for scratches. Ncmr (B)(4) showed (B)(4) part (part number: 39219606-001) returned to the vendor for being undersized. Ncmr (B)(4) showed (B)(4) part (part number: 39219606-001) returned to the vendor for being undersized. A review of the product complaint report history showed this is the first complaint from this lot. The root cause for the device loosening was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's complaint of a loose knee.